Event description:
It was reported that during implant, puncture of the pleural cavity was observed due to handling of the tunneling tool. The tool was removed accordingly. The patient is a participant in the premarket acute feasibility study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).